Event description:
Reportedly, during implant of the subject device, abnormal unipolar impedance were measured. Additionally, no bipolar pacing was possible. The pocket was reopened, as no bipolar pacing and measurements were possible; after reconnection of the leads, the issue still occurred and the pacemaker was explanted. The patient was reportedly pacing dependent. After the implant of a new pacemaker, no issue was observed.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during implant of the subject device, abnormal unipolar impedance were measured. Additionally, no bipolar pacing was possible. The pocket was reopened, as no bipolar pacing and measurements were possible; after reconnection of the leads, the issue still occurred and the pacemaker was explanted. The patient was reportedly pacing dependent. After the implant of a new pacemaker, no issue was observed.